Event description:
It was reported that the patients ipg was not holding a charge and was charged more often than before. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.